Event description:
On 04-apr-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2021, the patient's mother reported that her daughter felt sick, experienced headache due to high blood glucose levels which was due to a bent cannula. Subsequently, on (B)(6) 2021, she was admitted to the hospital with blood glucose level above 500 mg/dl and ketones as 31.07 mg/dl (result 2,2). During hospitalization, she was administered insulin via pen, and she stayed in the hospital for three days. Currently, her blood glucose level was 213 mg/dl (after meal). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 19-aug-2021, the patient's mother reported that her daughter felt sick, experienced headache due to high blood glucose levels which was due to a bent cannula. Subsequently, on (B)(6) 2021, she was admitted to the hospital with blood glucose level above 500 mg/dl and ketones as 31.07 mg/dl (result 2,2). During hospitalization, she was administered insulin via pen, and she stayed in the hospital for three days. Currently, her blood glucose level was 213 mg/dl (after meal). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.